Manufacturer narrative:
(B)(4). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent knee arthroplasty on an unknown date. Subsequently, patient was revised to replace the polyethylene bearing.

Manufacturer narrative:
The reported event could not be confirmed with information provided. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review done by radiologist indicates that overall fit and alignment of the implants is adequate. Bone quality suggest osteopenia of the proximal tibia and distal femur. There appears to be an oblique fracture involving the superior pole of the patella. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.